Event description:
According to the reporter: the clips would not stay in the jaws, they kept falling out. It was not reported if all the clips were retreived. A new clip applier was opened. There was no tissue damage. No additional information is available.

Manufacturer narrative:
(B)(4)